Event description:
The customer reported that during prep, they opened the box, and found the bottle inside was cracked, but the sterile packaging was intact. There was no patient involvement.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. However, photographs were provided by the customer in relation to this reported event. The photo confirms the reported event. The vial was probably broken during transport as a 100% visual inspection is carried out before packing to verify compliance of each unit. The actual device was not returned; therefore, the cause cannot be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints.